Manufacturer narrative:
Block h6 3191: no code available was used as there is no equivalent FDA code for surgery.

Event description:
It was reported that the patient experienced soreness in the back buttock area. The physician examination revealed the ipg eroded to just below the surface of the skin. The patient will undergo an ipg revision procedure. Additional information was received that the patient underwent a pocket site revision procedure where the ipg was repositioned 1 inch below the original site. The patient is stable post-operatively.

Event description:
It was reported that the patient experienced soreness in the back buttock area. The physician examination revealed the ipg eroded to just below the surface of the skin. The patient will undergo an ipg revision procedure.